Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter was not found on the smart device. Patient ensured the transmitter was snapped firmly into place. Patient closed out all running applications including the g5 application. Verified that the dexcomrx was listed in the bluetooth options and it was not. Checked in the cloud to relinquish the g5 transmitter but not listed because it was never paired. Patient went into g5 application and manually paired a new g5 transmitter but it did not pair. No additional event or patient information is available.